Event description:
Adverse event(s): "hyperopic surprise" (postoperative refraction, unexpected). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A surgeon reported a pt with a hyperopic surprise following intraocular lens (iol) implant surgery. In a follow-up with the surgeon, she reported that the pt has been referred to a retinal specialist. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 07/29/2010, 08/03/2010, and 08/19/2010 by phone, fax, and mail. Additional info was obtained by phone. A completed questionnaire has not been received. (B)(4).